Manufacturer narrative:
Device evaluation: one pneupac ventilators parapac plus was returned for analysis. Visual inspection performed, and product found with damaged front panel in the upper righthand corner and input manifold assembly is loose on the bottom chassis. Investigation installed the patient circuit and performed functional testing. Investigation unable to duplicate customer reported problem. According to the investigation, the device o2 concentration and CPAP measurements were in spec and the manometer functioned as intended. Further investigation determined that the damages could have caused intermittent issues. Investigation replaced the pump manometer as a preventative measure. The problem source of the reported problem is user interface.

Event description:
It was reported the oxygen output and gauge required calibration. No adverse effects reported.